Event description:
In 2005 that a customer had a problem with a blood collection needle. The customer alleges that several blood collection needles had detached from the hub. In addition the needles were leaking around the hub of the needle cannula.